Event description:
It was reported that the right atrial (ra) lead had exhibited undersensing. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture information corrections.

Event description:
It was reported that the right atrial (ra) lead show low sensing. This ra lead remains in service and will not be returned. No adverse patient effects were reported.